Manufacturer narrative:
Additional narrative: this report is for an unknown nails: tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, patient underwent a orif tibia using tibia nail advanced procedure. It was noted that the nail was inserted 8mm below bone surface for the proximal dynamic screw, the 4.2mm drill hit the nail. The surgeon pulled the targeting arm away from the tibia to allow the drill bit to pass and for the proximal static screw, the 4.2mm drill hit the nail and passed anterior to the nail. Another attempt was made for to drill through the nail via free hand technique. The procedure was successfully completed with a five minutes of surgical delay noted. Patient status is unknown. This report is for one (1) unk - nails: tibial. This is report 1 of 1 for (B)(4).